Manufacturer narrative:
E1: (B)(6). Patient country: hungary.

Event description:
Unomedical reference number (B)(4). Event occurred in hungary. It was reported that the patient encountered infusion set needle was fractured upon insertion. The insertion site was at stomach. The length of time infusion set was inserted in the body was halfway because it bends or breaks upon insertion. The patient did not receive any medical treatment as a result of cannula fracturing while in the body. No further information available.